Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08730 inches. No under delivery anomaly or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device uploaded properly using care link. Device had cracked battery tube threads. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2020 due to high blood glucose level if 700 mg/dl. The customer had been using the insulin pump within 48 hours of high blood glucose level. The customer also experienced a heart attack and also had collapsed due to high blood glucose level. The customer was treated with insulin drip at the hospital. The customer alleged the insulin pump for under delivery because she was not sure what happened everything was fine before. The customer did not have insulin in the reservoir for troubleshooting stated that they would call back once her husband brought her supplies. The insulin pump will be and reservoir will not be returned for analysis.